Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 01/19/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2016 with the following findings: during investigation, there were frequent low battery warnings observed. The black box showed a battery collage immediately following a battery chance is low. The pump electrical current draws were tested and were within specification.